Event description:
A customer contacted beckman coulter inc. (Bec) reporting a bloody fluid leak under the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a coat, gloves and eye protection at the time of the incident. No injury or exposure was reported and medical attention was not sought. No patient results were affected by this event.

Manufacturer narrative:
Bec set up a service visit to check the instrument and a field service engineer (fse) was dispatched. However, the customer called bec later informing that the leak had been fixed by one of their technicians. The customer did not provide any more information regarding the leak. The location and root cause of the leak are unknown. (B)(4).